Event description:
It was reported while using the catheter for an ablation procedure fluid was leaking from the catheter handle. There were no consequences to the pt.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a f/u report will be submitted.